Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found that the mid-section and distal portion of the stent was damaged and misaligned. The undamaged crimped stent outer diameter (od) was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and midshaft found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4)

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 85% stenosed, 20mmx30mm, eccentric, de novo target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. The lesion contained 70 degrees bend. A 3.00 x 20mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the proximal of the stent was deformed. The procedure was competed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 85% stenosed, 20mmx30mm, eccentric, de novo target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. The lesion contained 70 degrees bend. A 3.00 x 20mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the proximal of the stent was deformed. The procedure was competed with another of the same device. No patient complications were reported and the patient's status was stable.